Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regrading a trial patient with an external neurostimulator (ens) for non-obstructive urinary retention. It was reported the device was making her worse. The patient stated on the morning of the call they felt stimulation between their legs and at the time of the time they felt the vibration toward their right hip. The patient stated it was not helping and it was worse now. The patient noted she had a lot of urine in her bladder, 900 ml when the patient cathed. The patient stated she had to cath. The patient stated she tried to go on her own and got 50 ml and that was worse than before the trial. The patient stated she was taking percocet as well and her healthcare professional (hcp) friend told her that would slow everything down in the body. The patient stated she was given percocet for pain from the hcp on (B)(6). The next day, additional information was received from a consumer (con). It was reported that the patient had a lot of pain yesterday ((B)(6)) after the procedure. The patient reported that she was getting sick from the opioids, so she stopped taking them this morning and was now on tylenol. The patient stated that she is doing fine now. The patient noted that she always has urinary tract infections (uti's) and can not find an antibiotic that works for her anymore. The patients started the trail on (B)(6) 2018. No further complications were anticipated/reported.